Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was observed that this device has dropped its battery longevity from 3.5 to 1.5 years. A request was made to have data from this device analyzed. Data will be provided to the technical service after the device was checked. Data analysis confirmed premature battery depletion (pbd) and that this device power consumption of this device has been increasing during the past year. Device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5. Describe event or problem.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was observed that this device has dropped its battery longevity from 3.5 to 1.5 years. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.